Event description:
A dreamstation auto CPAP with humidification/cell, dom device was returned to a third-party service center due to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no reports of serious patient harm or injury, and no medical interventions were required. During the evaluation, the service center visually inspected the device. The inspection revealed a missing modem flip door and evidence of foam particles inside the blower. Despite being considered high quality, free of rejection, and still functional, the device was ultimately scrapped. Further investigation cannot be conducted at this time. If any new information becomes available, a follow-up report will be issued.